Event description:
Recurrent dysfunction of two separate units - confirmed by the medtronic lab. Following receipt of the returned device, medtronic performed extensive functional testing and confirmed report of the insulin pump not delivering insulin correctly. Analysis indicated that reported experience may have been a result of a faulty force sensor.